Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood visible and contrast on the coils and black polymer which is consistent with the guide wire not being used in the patient as reported. The inserter used in the procedure was not returned. The tip was tugged on to confirm that the core and shaping ribbon were intact. Additionally, corrosion was noted on the guide wire tipball and center solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. Although, analysis did not confirm the peeling of the teflon coating on the guide wire, there was teflon coating scraped off the core, 26 cm proximal to the proximal edge of the hypotube. The black polymer was not damaged. The returned guide wire was advanced through a new guide wire introducer and there was no resistance noted. Teflon damage of this type can occur due to, but is not limited to, interaction with a damaged or bent guide wire introducer, angling of the guide wire introducer and the guide wire, and/or damage to the guide wire. It is possible that the guide wire came into repeated contact with the edge of the guide wire introducer which caused the teflon damage which appears to be scraping. Since no teflon damage to the guide wire was reported prior to use, the teflon damage is likely related to case circumstances. Overall, the reported peeled teflon coating appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing visually inspects of the wire coating, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records (ncmr) associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during device preparation of the balance middleweight universal ii guide wire, scrapings of the teflon coating were observed at the end of the insertion tool as it was advanced over the proximal part of the guide wire. This event occurred outside of anatomy, and no patient was involved. There was no additional information provided.